Event description:
It was reported that the device had a poor flow rate accuracy. The event occurred during testing. There was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: one device was received for evaluation. The device was in good condition. The event history log was reviewed, and it identified no missed settings or other errors related to delivery failures. Functional tests were performed. The reported issue was not duplicated as the pump accuracy was within specification. The root cause of the problem could not be determined. The device passed all functional tests after the repair.